Manufacturer narrative:
(B)(4). A medwatch form was received, user facility number: (B)(4).

Event description:
It was reported that the patient presented for an atrial lead removal and reimplant for high atrial capture threshold. The patient denied any pain and was taken to electrophysiology lab and had replacement of her atrial lead. P waves were 2.7mv with an atrial capture threshold of 0.7v at 0.5ms and an impedance of 983 ohms. No additional information was reported.